Event description:
Information was received from a consumer regarding a patient receiving dilaudid (15 mg/ml) and bupivacaine (15 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they ¿think they are having an issue with the pump." The patient said that about a year ago they started having extreme pain in their back and their doctor gave them a couple epidural injections 2-3 times last year. Since november of last year, they were getting a constant feeling of pain, they were very fatigued, their heart raced, they had labored breathing, they were shaky, had a fast pulse, and a "significant" blood pressure change if they got agitated. They went to their doctor who referred them to another doctor for a second opinion. That doctor was recommending the pump be explanted and replaced with a "new system including the catheter." Additional information was received on 17-may-2024 from a healthcare provider (hcp) via a company representative who reported that the patient had withdrawal symptoms. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The pump and catheter were replaced. Fluid was pushed through the catheter after explant without difficulty. It was noted that the physician noted a single suture tied around the catheter. It was unknown if the issue was resolved at the time of the report. It was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis# (B)(4): analysis information: 2024-06-21, 13:32:42, cst pli# 10, product ID#: 8637-20. Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: catheter. H3: analysis of the pump found ¿no significant anomaly, pump fluid path slight damage to septum material¿. Analysis of the catheter found ¿catheter body kink observed¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.